Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that wrong sensor glucose triggered suspend delivery. It was reported sensor glucose was 95 mg/dl and blood glucose 227 mg/dl. Customer reported that wrong sensor glucose triggered suspend delivery. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.